Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon suspected debris generated from trunion of stem/femoral head junction. Wished to replace cocr head with titanium sleeve/ceramic head.

Manufacturer narrative:
An event regarding trunnion debris involving a v40 cocr lfit head 36mm/+5 was reported. The event was not confirmed. Device evaluation and results not performed as no items were received. Medical evaluation not performed as no medical records were received. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. Indicated there have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records and also device was not made available. No further investigation for this event is possible at this time.

Event description:
Surgeon suspected debris generated from trunnion of stem/femoral head junction. Wished to replace cocr head with titanium sleeve/ceramic head.